Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (bizact - gei). Bizact versus cold steel for post-tonsillectomy hemorrhage: a multicenter randomized trial / martin mølhave, nina m. Lyhne, dennis f. Jensen, susanne h. Nielsen, pernille hahn, jesper k. Holm, therese ovesen, and jannik bertelsen. / european archives of oto-rhino- laryngology / https://doi.org/10.1007/s00405-025-09703-3 / published online: 13 october 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared post-tonsillectomy hemorrhage rates between bizact and cold steel tonsil lectomy between june 2022 and may 2024. Patients were randomized into two groups with 574 patients in the cold steel group and 613 in the bizact group. In the bizact group, tonsils were dissected and detached using the bizact device. Complications in the bizact group included postoperative hemorrhage requiring reoperation under general anesthesia, infection and pain requiring readmission. Infection requiring antibiotics.